Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what date did the reaction occur on (dd/mm/yyyy)? (B)(6) 2024. What does the reaction look like and how large of an area does the reaction cover? Diffuse erythema around wound extending about 2.5cm out from wound do you have any pictures of the reaction? No¿ was the hydrocortisone cream prescribed by a physician? N/a other than the hydrocortisone cream, was there any medical or surgical intervention performed (re-operation; re-closure; other prescription medication)? If so, please specify. Prescribed flucloxacillin by colleague as? Infection if other medication was required, please clarify if it was prescription strength. 1g qds can you identify the product code and lot number of the product that was used? No what is the most current patient status? No issues erythema settled over 2 week period attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How long after the initial procedure did the reaction/infection occur? Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures changed recently? If yes, please describe. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon's name?

Event description:
It was reported that a patient underwent a total hip replacement on an unknown date and suture was used. Post-op, it was believed that the patient may have had an allergy to triclosan. The patient had redness around the wound that was still present a while after the dressing had been removed. There was diffuse erythema around the wound, extending about 2.5cm out from wound. The reaction occurred on (B)(6) 2024. The patient was prescribed flucloxacillin for infection. The current status of the patient was reported as no issues and erythema settled over a 2 week period. Additional information was requested.